Event description:
It was reported that the insulin pump alarmed motor error during normal use. Customer stated that they were stuck in the prime loop and unable to access settings. Customer's blood glucose reading at the time of the call was 4.6 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and or loose drive support disk. No motor error alarm. Motor passed motor test. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.